Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Device history review: review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances during manufacturing process. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. DHR for work order (B)(4) indicates that there was a reprocess on the primary packaging operation, however this was completed on a different serial number unit and this has no relation neither can cause the reported event. The DHR assembly report was verified and there was not any scrap related with reported event, all devices were in conformance during manufacturing process. In addition, DHR for shell runs number 10009114 and 10009114 did not identify any deviations, errors, omissions or non-conformances during shell fabrication process. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. According to the information gathered during the DHR review, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications. Device labeling: lymphoma, including anaplastic large t-cell lymphoma (alcl) - information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurance of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of the reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist.

Event description:
Physician reported that, approximately five years after implantation, the patient "consulted a doctor after discovering through a self-exam ten days earlier (infraclavicular, c11) lumps in [the patient's] left breast and left axillary adenopathy. Ultrasound-guided bag according to bi-rads: alk-negative anaplastic large cell lymphoma (alcl)." As cd30 results have not been provided, this report of alcl is not yet confirmed and is currently captured as lymphoma. Device was explanted and the patient is "being studied for chemotherapy."

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl)

Manufacturer narrative:
Medwatch submitted to FDA on 06/27/2016.

Event description:
Follow-up with implanting physician reveals patient "began with chemotherapy."

Event description:
Physician reported tumour cells express cd3, cd30, cd15, p63 (focal and very weak), and are negative to pax5, cd20, alk, and ebv (eber). Diagnosis: alk-negative anaplastic large cell t lymphoma associated with breast implants. Event of alcl has been confirmed at this time. Physician additionally reported that small post-biopsy hematoma observed with probable thrombosis in the adjacent vessel.